Event description:
Will not power up on internal battery. When placed on ac power, unit will not complete post, turns itself and reboots but still does not complete post, dc cord on ac adapter damaged.